Event description:
Berchtold surgical arm holding a video monitor had caused an isolation panel to go off. After checking the cables, we found that the or light cables routing through rotating arms had worn off the sheathing around the cables and they were bare wires rubbing. This would have caused an electrical fire if not caught. We started to check all rooms to see if the same incidents were close to occurring and found a total of 4 of our 9 rooms that were close to incident. We notified the vendor and they are coming in to repair, but it looks to be that a long term protective cover over these should be implemented throughout the inventory out in the fields.